Event description:
The patient had a t2scn implanted. The patient experienced a fall and had re-fractured. The nail was not damage. During the extraction of the t2scn, the universal rod could not be attached to the nail. The nail was extracted with extraction rod.

Manufacturer narrative:
Evaluation revealed that the nail did not contribute to the complained event, therefore it was classified as concomitent item.

Event description:
The patient had a t2scn implanted. The patient experienced a fall and had re-fractured. The nail was not damage. During the extraction of the t2scn, the universal rod could not be attached to the nail. The nail was extracted with extraction rod.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.